Event description:
This spontaneous report by a medical dr as "coma hypoglycaemic", concerns a pt treated with actrapid novolet (fast acting human insulin) and novofine needles for diabetes mellitus insulin-dependent diagnosed in 1992. In 5/2005, at 11:00 pm the pt went to bed and about 0:50 am thier family member observed that they were covered with cold sweat, pt breathed heavily and family member was unable to wake pt up. The pt's family member injected glucagen hypokit 1 mg and measured pt's blood glucose to 45 mg/dl. Then family member called the ER (emergency rescue), when they arrived, the pt was still unconscious. Pt was given 40 ml 10% glucose IV and began to regain consciousness. When recovered pt ate a piece of bread and the rest of the night passed without any problems. The pt was not hospitalised.